Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the left lead revision, the right lead moved when attempting to move the left lead. In turn, surgery took place wherein both leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Correction: medical device problem code.